Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument (part 470530-05, lot s10161004-0002) used with stapler 30 reload, white (pn: 48630w ) involved with this complaint and completed investigations.. Failure analysis could not replicate nor confirm the customer reported complaint of a stapling issue. The curved-tip stapler 30 instrument was placed on an in-house da vinci system and tested. The instrument passed engagement and initialization testing. A white stapler 30 reload was installed on the instrument and the instrument successfully clamped, fired, and unclamped on several attempts. There were no issues found with the staple formation. A review of the system logs showed that the instrument had one clamp failure and then successfully clamped after. No other issues were found in the logs. The curved-tip stapler 30 instrument had 1 incomplete clamp in 8 attempts. No hardware damage was observed. Based on the information provided, this complaint will remain reportable due to the following conclusion: the surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the reported intra-operative complication remains unknown.

Manufacturer narrative:
Isi has not received the white stapler 30 reloads or the curved-tip stapler 30 instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the reported intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery after a curved -tip stapler 30 instrument was used. As a result, the robotic procedure was converted to an open traditional surgical procedure. On (B)(6) 2017, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event from the isi clinical sales representative (csr) who was present during the procedure: about 2.5 hours into the procedure and after the curved-tip stapler 30 instrument was used with a white stapler 30 reload installed, bleeding from the pulmonary artery was observed. A vessel injury was identified and described as a laceration or a hole found adjacent to the staple line. The staple line was noted to be intact. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by placing sutures on the vessel. He was also able to complete the surgical procedure. The csr confirmed that the estimated amount of blood loss was about 2 liters. It was confirmed that a high colloidal liquid (500 ml) was administered to the patient. It was also reported that a cell-saver was used to collect the blood. The csr reported that the da vinci system did not generate error messages when the event occurred. The csr stated that the curved-tip stapler 30 instrument had 5 successful fires before the reported event occurred. It was confirmed there were no impediments present during the staple fire, no staples stuck in the crotch of the instrument, and the tissue integrity was fine. The csr stated that the instrument was checked for potential sharp edges that could have caused the injury, and no sharp edges were found on the instrument tip. It was reported that the patient is recovering well. As of the date of this report, no post-operative complications have been reported. As per the csr, the surgeon believed that the stapler worked as intended and no malfunction occurred. An isi clinical development engineer reviewed the video provided by the csr. The video showed the surgeon placing the curved-tip stapler 30 instrument jaws around the vessel, closing the jaws, and completing the clamp/fire sequence. After firing and unclamping of the stapler instrument was completed, the surgeon opened the jaws of the curved-tip stapler 30 instrument and immediate blood loss from the vessel was observed. The surgeon attempted to gain control of the bleeding vessel using an unspecified grasper instrument and the curved-tip stapler 30 instrument; however, he was unable to do so before blood obscured the anatomy.